Event description:
It was reported that the patient had their lead replaced on (B)(6) 2023. Therapy was restored post procedure.

Event description:
It was reported that the patient was feeling pain/stimulation when she moves her head where her lead is connected. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of four leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166ans, UDI: (B)(4), serial: (B)(6), batch: 8156723. Common device name: quattrode lead wide spaced, 60 cm, model: 3166ans, UDI: (B)(4), serial: (B)(6), batch: 8156723. Common device name: quattrode lead wide spaced, 60 cm, model: 3166ans, UDI: (B)(4), serial: (B)(6), batch: 8156723.